Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a prompt to re-enter the load sequence. Reportedly, no alerts or alarms were displayed. During troubleshooting with tandem technical support, a minimum fill notification occurred after filling a cartridge with 230 units of insulin. Blood glucose level was 132 mg/dl. Reportedly, a cartridge was loaded to address the issue.